Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that oversensing occurred again on the atrial lead. The sensitivity on the lead was adjusted and it remains in use.

Event description:
It was reported that the atrial lead was oversensing causing mode switching. The lead remains in use based on medical judgment. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.